Event description:
Following vigorous activity, the patient presented to the physician with wound dehiscence at the neck incision site, resulting in bleeding from the wound. Physician brought the patient into the or, irrigated the neck pocket, cauterized the area to achieve hemostasis, and closed. Patient will continue the previously prescribed course of antibiotics postoperatively.